Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(6).

Event description:
The customer reported that all central station monitoring went down as well as all alarm transfers for bed-to-bed caregroup overview. Thre was no report of patient injury or harm.